Manufacturer narrative:
New information received corrects information reported on initial MFR. Report.

Event description:
The septum was cored, but no evidence of body fluid remnants were observed in the header septum cavity, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was reported that the patient is scheduled for surgery due to pain in the chest and migration of the generator due to recent weight loss. No additional information was provided by the physician's office at the time of the initial report. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not been performed to date.

Event description:
The physician indicated that the migration was first observed in 2011. It was reported that the pain was present after the patient's 100 pound weight loss and that it did not occur with device stimulation. The physician indicated that no patient manipulation or trauma occurred that is believed to have caused or contributed to the device migration and that it was after a weight loss of 100 pounds. The physician was unsure whether or not non-absorbable suture was used in the initial implant surgery because another physician performed the implant. The patient underwent generator replacement surgery on (B)(6) 2013. Device diagnostics were within normal limits with the new generator connected to the existing lead. The generator was returned for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.